Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her infusion set and she noticed the insulin dripping during the fill tubing process and that the numbers were not counting up on the screen. The patient's blood glucose at the time of incident was 79 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The drive support cap appeared normal. The alarm history was reviewed and there was no compromised force sensor system alarm noted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly was noted during testing. The units left on status screen matched properly with units on water fill test reservoir tube. The device functioned properly. A cracked reservoir tube lip and cracked battery tube threads were noted.